Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user woke up to an unspecified elevated blood glucose (bg) level. Reportedly, the pump settings were adjusted the same day by the user's healthcare provider. The user woke up the next morning with a low bg level of 61 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.